Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After a 6f50cm non-bsc introducer sheath was advanced and a 300cm non-bsc guidewire crossed the lesion, a 4.0mm x 220mm x 150cm mr coyote balloon catheter was advanced to dilate the lesion. However, upon angiography, leakage of the contrast media was noted. The device was removed from the patient's body and a pinhole rupture was also noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed numerous pinholes throughout the entire balloon body. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After a 6f50cm non-bsc introducer sheath was advanced and a 300cm non-bsc guidewire crossed the lesion, a 4.0mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced to dilate the lesion. However, upon angiography, leakage of the contrast media was noted. The device was removed from the patient's body and a pinhole rupture was also noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.